Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during a stone removal procedure performed for the treatment of common bile duct stone on (B)(6) 2024. During the procedure, the image disappeared while ehl was performed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of cancelled/rescheduled procedure.